Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 18343046.

Event description:
It was reported that the ipg was no longer functioning as intended and a lead had high impedances. The patient underwent a revision procedure wherein the ipg and one lead was replaced. The patient was doing well postoperatively and the explanted device components were discarded by the medical facility.